Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and did confirm the reported issues, findings: deterioration of the front socket connector and interior cleaning. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deterioration of the front socket connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device exhibited the lamp makes sparks when it is turned on. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.